Manufacturer narrative:
Based on the claim against the product by the customer noting drifted on its own, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer contacted the isi csr who went onsite after the customer contacted him. The customer confirmed that the usm 4 was being acted on by the patient anatomy due to set up positioning. The usm 4 was being bumped and moved by the body during procedure. There were no issues in the following case. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the usm4 moved/drifted on its own during procedure. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the universal surgical manipulator (usm) 4 moved/drifted on it own and had some issue with clutching the usm. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The usm might have bumped on the outside of the patient body where, so the internal anatomy limited the range of motion. This could have changed the freedom range of motion and the usm could have been constricted. There was no patient injury. The isi clinical sales representative (csr) stayed for the following case and the surgeon did not have a problem with the system.